Event description:
An issue was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. A customer reported that their "sensor not being detected by the reader" and they had experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) boost and an unspecified injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. A customer reported that their "sensor not being detected by the reader" and they had experienced a loss of consciousness. The customer was was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) boost and an unspecified injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. A customer reported that their "sensor not being detected by the reader" and they had experienced a loss of consciousness. The customer was was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) boost and an unspecified injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Reader (B)(6) has been returned and investigated. Visually inspection has been performed on the reader and minor usb port damage was observed. Attempt to communicates between returned reader and sensor. Sensor communicated successfully with the reader. Scan timeout error message did not observed. The minor usb port damage did not affect the reader's ability to scan. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.